Manufacturer narrative:
Evaluation summary: no further information was able to be obtained from this customer. However, a phaco handpiece was returned for investigation. The phaco handpiece met specifications at the time of release. A visual test was performed to see any abnormalities with the returned handpiece. No significant visual issues were initially found on the returned handpiece. The data was analyzed and showed no signs of intermittent failures while at the site. A full functional test was then performed on the handpiece. The handpiece was first tested on a ground resistance tester in which it passed. The handpiece was then connected to a calibrated system for testing tuning. The handpiece found to exhibit extreme temperatures peaking at 67.8ºc on the system after running for 5 minutes on 100% torsional and 100% ultrasound power. This was above the specification limit of 55º celsius per product design specification. This fell within the specification of being under 55ºc within one minute of phaco (52ºc). On the dynamic tuning fixture (dtf), stroke testing on both ultrasound and torsional movements found the handpiece to fail tuning. Upon opening up the handpiece, significant moisture ingress was found within the electrode chamber of the handpiece. How the moisture got into the electrode chamber remains inconclusive. Moisture ingress shorting the high electrode to the ground has been experienced in handpieces to cause tuning system messages on the system preventing handpiece use however; no conclusion has been determined for any relations with abnormalities in temperature with a handpiece experiencing moisture ingress which does not signal the tuning system message. The root cause cannot be determined conclusively.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No further information was able to be obtained. (B)(4).

Event description:
A healthcare professional reported that a handpiece got warm during surgery. No further information was able to be obtained.

Manufacturer narrative:
Evaluation summary. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The product met specifications at the time of release. The root cause cannot be determined conclusively the manufacturer internal reference number is: (B)(4).